Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient thought the pump drug was dilaudid or hydromorphone. The indication for use was spinal pain. The patient reported that they¿ve had intermittent issues connecting to the pump ¿since I got it¿ then ¿maybe not right in the beginning.¿ the patient state it takes 5 minutes to get a bolus and ¿sometimes it will sit at 91% for 4 minutes.¿ the patient just had surgery and confirmed it was unrelated to mdt pump/therapy and stated anesthesiology connected with their mdt controller, it got a little bit better. The agent assisted the patient in connecting to pump and reviewed considerations.